Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported having a high blood glucose of 700 mg/dl. The customer stated he had lost his vision in his right eye and had surgery. The customer was unsure whether his insulin pump was programmed correctly. The customer stated he had treated his blood glucose with a manual injection. Troubleshooting for high blood glucose found the customer had symptoms such as excessive thirst. Troubleshooting for the insulin pump found the drive support cap appeared to be normal. It was also found insulin was able to exit from the tubing. The customer also stated the cannula was not bent. The customer also stated he could not rewind his insulin pump. No additional information provided.